Event description:
The facility representative reported a colleague infusion pump with a 808:02 failure code. It is unknown when this condition occurred in the telemetry. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. Baxter?s review of the device event history determined the reported condition interrupted delivery

Manufacturer narrative:
(B)(4). The reported condition of 808:02 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of 808:02 failure code. (B)(4)